Event description:
System was explanted due to infection and the hospital retained the device and leads. Replaced in 2006 with a new system.

Manufacturer narrative:
This ICD was explanted in 2006, after an implantation time of three months because of an infection. The biotronik sterilization protocol from august 11, 2005, confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process.